Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/01/2014 with the following findings: there was no activity outside normal patient use observed in pump histories. Pump histories show pump was in use until (B)(4) 2012. No defect related to pi found. Display screen is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the patient has been off the pump for several years and is now pregnant. The patient¿s healthcare professional feels that the pump is not safe to use while pregnant since the pump had not been used in several years. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.